Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 430 mg/dl. Customer was treated with manual injection. Customer experienced blood glucose level of 164 mg/dl. Customer stated that they did not allege insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer stated that the insulin pump passed high pressure test, displacement verification test and self test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.